Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2009 and mesh was implanted. The patient reported they were scheduled for a burch procedure and when they awoke from anesthetic were told the procedure could not be finished and the surgeon implanted the mesh. Since the procedure, the patient has had two partial removals of the mesh and will undergo additional surgeries. The patient states they are very sick and will never be able to work again. It was reported that the problems from the mesh prevent the patient from being able to void the bladder and bowel and cause pain. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.